Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was proximal to mid rca with moderate tortuosity, moderate calcification, and 100 % stenosis. The vessel diameter was 3.5 mm. The rx voyager ruptured at the first inflation at 6 atm. It was changed to a 3.5 x 15 mm nc mercury and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. Reportedly, the lesion treated in this procedure was moderately calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured. No adverse pt effects were observed as a result of the balloon rupture. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.